Event description:
It was reported that following the implant of a transcatheter valve, the non-coronary cusp (ncc) side of the valve dislodge "up". Additionally, mild paravalvular leak (pvl) was observed, and moderate aortic stenosis (as) with a peak velocity of 2.5 meters per second (m/s). While the patient's hemodynamics were observed, the transcatheter valve further dislodged from the annulus to the ascending aorta; however, blood flow through the coronary artery was maintained. A non-medtronic snare was used to move the transcatheter above sinotubular junction (stj), and a second transcatheter valve was implanted at an implant depth of 3 millimeters (mm) on the ncc, and 3 mm on the left coronary cusp (lcc) while the first valve was secured. Following the implant of the second transcatheter valve, there was almost no pvl, and blood flow to the coronary arteries was maintained.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID d-evolutfx-2329 (lot: 0012648576); product type: 0195-heart valves; implant date ; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter valve, the non-coronary cusp (ncc) side of the valve dislodge "up". Additionally, mild paravalvular leak (pvl) was observed, and moderate aortic stenosis (as) remained with a peak velocity of 2.5 meters per second (m/s). While the patient's hemodynamics were observed, the transcatheter valve further dislodged from the annulus to the ascending aorta; however, blood flow through the coronary artery was maintained. A non-medtronic (ospika) snare was used to move the transcatheter above sinotubular junction (stj), and a second transcatheter valve was implanted at an implant depth of 3 millimeters (mm) on the ncc, and 3 mm on the left coronary cusp (lcc) while the first valve was secured. Following the implant of the second transcatheter valve, there was almost no pvl, and blood flow to the coronary arteries was maintained. Additional information was received that a pre-implant balloon dilation was performed with a 18 mm non-medtronic (z-med) balloon before the first valve that dislodged. The deployment starting point was at the bottom of the pigtail catheter. Prior to valve dislodgement, the implant depth was 3 mm on the ncc and 5 mm on the lcc. The valve dislodgement occurred in two movements, the first appeared to slide to the ncc side in a position of -1 mm ncc and 0-1 mm lcc. After a while, a second movement occurred and the valve went up to the ascending aorta side. A post-implant balloon dilation was performed after the valve dislodgement to further improve the expansion and fixation of the lower end of the valve as there was originally low pvl. Almost all of the pvl disappeared after post-expansion. The patient anatomy was a contributing factor to the dislodgement due to bulky calcification in the ncc and a bicuspid valve with calcification that bridged to the right coronary cusp (rcc) and lcc, and strong calcification of the valve leaflets in all three cusps. A non-medtronic (safari xs) guidewire was used for the procedure.

Manufacturer narrative:
Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: d4 h2 h3 h6 image review: two images of the event description were provided. There was no computed tomography (CT) or executive summary provided for anatomical consideration. There was no fluoroscopic valve check provided, therefore it cannot be confirmed or denied if the valve was loaded appropriately. Evidence shows the valve at full deployment above the annulus. Prior to valve dislodgement, the implant depth was 3 millimeter (mm) on the non-coronary cusp (ncc) and 5 mm on the left coronary cusp (lcc). The valve dislodgement occurred in two movements, the first appeared to slide to the ncc side in a position of -1 mm ncc and 0-1 mm lcc. After a while, a second movement occurred and the valve went up to the ascending aorta side. A post-implant balloon dilation was performed after the valve dislodgement to further improve the expansion and fixation of the lower end of the valve as there was originally low pvl. With the images provided, it cannot be confirmed or denied the valve depth or order of events. Per medtronic instructions for use (IFU) potential risks associated with the implantation of the evolut fx+ bioprosthesis may include, but are not limited to, the following; prosthetic valve migration/embolization. Evidence showed a second valve was inserted and deployed at annular level. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.